Manufacturer narrative:
Additional device listed in this report: cat: 6519-t-204, uni adaptor sleeve v40 ti, lot code: 53977703 it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
The patient alleged pain. Products were removed and replaced. During revision the doctor found a small pocket of "something black".

Manufacturer narrative:
An event regarding pain and altr involving a ceramic head was reported. The event was not confirmed. The device history review indicated all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. The complaint history review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, hispathology reports, operative reports, xrays, patient history and follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
The patient alleged pain. Products were removed and replaced. During revision the doctor found a small pocket of "something black".